Event description:
The following description of the event was documented on (B)(4) 2012, by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Neurologist, dr [name removed] called in stating he was performing a brain death evaluation on a pt. They perform the procedure by suctioning the pt to see if there is a gag reflux or pt initiated breaths. The pt was set on a rate of 14 and when they suctioned the pt, the ventilator went up to 31. He did not notice the color of the waveform at the time. He also does not know all the ventilator settings at the time. He wants an explanation on why the ventilator rate would go up so high. He wants an explanation, as the pt was pronounced brain dead and the pt expired after life support was terminated. I explained to him I will need more details such as: settings at the time of the test; did they pull the ventilator from use for evaluation; if pulled, what are the findings; did they notice if the ventilator auto cycled on a test lung; serial number of the ventilator; software version. He is going to follow up with the respiratory and biomed department and call back with more information. The following additional info was documented on 08/02/2012, by a carefusion tech support specialist in response to a phone conversation with a user facility rep: "I called and followed up with dr [name removed]. He does not have additional info at this time. He provided a contact of [name removed] in respiratory at [phone number removed]. I called [name removed] and he believes this is a non issue and no fault was noted with the avea ventilator. Once the ventilator was off the pt, it did not auto cycle on a test lung, and passed the est leak test. The ventilator is now back in use on another pt with no issues noted. [Name removed] is going through his paperwork and will get the serial number and will see if there is a copy of a service report. He will call me back when he has additional information."

Manufacturer narrative:
Carefusion has contacted the user facility on several occasions requesting that they provide the following info: serial number of the device involved, the device's software revision, and a copy of the user facility's service report for the device in relation to the event. As of (B)(4) 2012, the user facility has not provided that info. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to phone conversations with user facility reps. (B)(4). The following info concerning the evaluation of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep: "I called [name removed] and he believes this is a non issue and no fault was noted on the avea ventilator. Once the ventilator was off the pt, it did not auto cycle on a test lung, and passed the est leak test. The ventilator is now back in use on another pt with no issues noted." The user facility reported that when they tested the device, after it was removed from the pt, they did not find any problem with the unit. Carefusion reviewed the info that is currently available. It appears that the user facility staff was applying suction at the time of the event without disconnecting the pt circuit from the pt, thus the device would have detected this as a pt effort, either via the net flow difference or based on pressure drop, and delivered the extra breaths. Carefusion considers this to be an isolated incident.